Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a nonreactive axsym hcv v3.0 result on a patient who was known to be hcv positive. In 2007, the patient tested axsym hcv v3.0 nonreactive (0.35 s/co). The nonreactive result was questioned by the physician because the patient was known to be hcv positive. The specimen was repeated with an axsym hcv v3.0 reactive result (67.87 s/co). No error messages were present in the axsym analyzer message log. The nonreactive axsym hcv v3.0 result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. An MDR report for the axsym analyzer listed in concomitant regarding this same event was reported under abbott ticket number and manufacturer report number 1628664-2008-00082. Axsym hcv v3.0 investigation results below. No customer returned material was available for investigation. Testing of an in-house sample of lot number 52394lu00 (lot number is equivalent to lot number 52394lu02) showed that the calibrator, controls and all sensitivity panels (core, c100, 33c and ns 5 tested for final lot release) were within the specification range and a review of the sensitivity panels from the time of release testing compared to the investigation test results indicates no stability issue with this reagent lot. In addition, two anti-hcv seroconversion panels were tested with the in-house sample of axsym hcv vers.3.0 reagent kit, lot number 52394u00 and showed the expected number of reactive bleeds with very comparable s/co values (compared to historical results from late 2005 and 2006). Internal sensitivity panel tracking data was reviewed for all reagent lots and no statistical trends were observed in the data. Based on these data it is demonstrated that the analytical and clinical sensitivity performance of the lot number 52394lu00 is not adversely impacted. Additional testing was performed with the in-house sample to show the reproducibility of a reactive sample. Testing was performed with index calibrator, negative control, positive control and 30 replicates of positive control and performed within typical ranges and within customer specifications for calibrators and controls. The account's observation of an imprecision with a reactive sample could not be repeated in this testing. As part of this investigation a review was performed of the complaint and manufacturing records for axsym hcv vers.3.0 reagent kit, lot number 52394lu00/-01/-02/-03. This review did not identify any problems relating to the account's observation. Based on this investigation, it is determined that the axsym hcv vers.3.0 reagent kit, lot number 52394lu02 is performing acceptably. Taken together the complaint issue regarding potential false non-reactive patient result is unclear because the patient sample and reagent kit are not available from the account site for further investigations. It is recommended to "inspect all specimens for splashing, air bubbles and foaming. If necessary remove bubbles prior to analysis using a new applicator stick for each sample. Bubbles might cause non-reactive results due to aspiration of air during pipetting." Refer to the axsym system operations manual, section 7. In the axsym system operation manual further probable causes and corrective actions for problems regarding "results erratic, discrepant, and/or experiencing imprecision" are listed. It is recognized that currently available methods for the detection of antibody to hcv may not detect all potentially infectious units of blood or infected individuals. A non-reactive result does not exclude the possibility of exposure to or infection with hcv. Non-reactive test results in individuals with prior exposure to hcv may be due to antibody levels below the detection limit of this assay or lack of antibody reactivity to the antigens used in this assay. This is a final report.